Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain occurred in drain 2 following the prescribed fill 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
The peritoneal dialysis (pd) patient called tech support stating that he a review of the treatment data provided by the patient at the time of the call showed a large drain 2 volume of 4676 ml. Treatment data provided below: drain 1842 ml; fill 1: 2500 ml drain 2794ml; fill 2: 2500ml drain 4676; fill 3: 2500ml drain 3079ml; fill 4: 2500ml drain 2968ml. A review of the treatment data revealed in drain 2 an overfill occurred; which resulted in a drain volume 187% greater than the prescribed fill volume. The patient's pd rn confirmed no medical intervention was required during or following this event. The patient continues with his pd program and is in stable condition.